Event description:
Customer alleged valid, back-to-back comparison with advantage system. Customer reports values of "hi" (>600mg/dl) and 199mg/dl within 5 minutes. The customer reported taking 13 units novalog in response to the "hi" result. No adverse event was reported. Replacement sent; return requested.